Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the product showed signs of wear and damage, however examination of returned device was inconclusive.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to implant squeaking, difficulty ambulating and a fractured liner. The modular head and liner were removed and replaced.